Event description:
The first attempt at placing argon brand ivc filter was not successful. Ivc filter failed to deploy. A second argon ivc filter was attempted successfully. No further follow up was needed. No harm to the patient.

Manufacturer narrative:
The following elements have blank data: [device serial #:] for type of device: filter, intravascular, cardiovascular.

Event description:
The first attempt at placing argon brand ivc filter was not successful. Ivc filter failed to deploy. A second argon ivc filter was attempted successfully. No further follow up was needed. No harm to the patient.